Manufacturer narrative:
An event of high gradient was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 21mm trifecta gt valve was implanted. In (B)(6) 2020, the patient presented to the clinic for a follow-up and an echocardiogram was performed and increased gradient was noted. On (B)(6) 2020, a repeat inpatient a transesophageal echocardiogram (tee) and left heart catheterization was performed and showed mean gradient of 27mmhg. The patient is asymptomatic and the physician will continue to monitor the patient. The valve remains implanted at this time. The patient was reported to be in stable condition.